Manufacturer narrative:
Pm2210 pacemaker implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to rising and high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient also reported that the rv lead "just crumbled" and the tip of the lead stayed in their heart.